Event description:
A registered nurse reported to customer service that plunger came out of amsino international inc 10ml 0.9% nacl(sodium chloride) inject usp(united states pharmacopeia) pfs when pulling back a cvc(central venous catheter) without resistance; also, very difficult to remove air bubble before using the syringe on patients. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).